Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid left anterior descending artery. A 2.5 x 20 mm trek was being used for pre-dilatation when the indeflator could not be attached to the hub of the trek. A non-abbott device was used successfully with the same indeflator. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. The returned device analysis revealed a tear in the inner member.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported loose connection was not confirmed. However, a tear was noted in the inner member. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.